Event description:
It was reported that the console had low power. There was no patient involvement.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, no abnormal readings or misalignment were detected, system calibration and optical components were within specification. No corrective action was required; the console was operating within manufacturer specifications. Since the investigation was unable to identify any damage, the investigation conclusion code selected is no problem detected.

Event description:
It was reported that the console had low power. There was no patient involvement.